Manufacturer narrative:
Device evaluations of monitor sn (B)(4) and battery packs sn (B)(4), and (B)(4) have been completed. The reported problem (will not power on) was confirmed. Upon evaluation, the capacitor was shorted on the monitor computer / analog (ca) board. The shorted capacitor induced damage to the components on the ca board. In addition, the excessive current from the monitor caused the fuses in each battery pack to open. There was no death or adverse event associated with the device malfunction.

Event description:
02/25/2021. Resubmitting this MDR as part of an internal audit where the electronic 3500a pdf form could not be located. The internal audit indicates that the electronic 3500a form, within the esubmitter application, was created on (B)(6) 2018. Acknowledgements 1, 2, and 3 could not be located. A us distributor contacted zoll to report that a patient's monitor would not power on. During troubleshooting, multiple battery packs were attempted to be used with the monitor.